Manufacturer narrative:
Manufacturing engineer evaluated the plate and indicated the plate has been fully formed into the shape of a mandible. The plate is broken through the beam section between holes 2 and 3 from the (patient's) right end of the plate. The broken 2 hole segment is missing (was not returned). Both ends of the plate exhibit noticeable staining / discoloration / removal of the anodize finish. Almost every screw hole has gouges / marks evident on both the top and bottom of the plate from the jaws of the bending tool(s) used to form the plate. The plate has been both bent and twisted at the end of the plate, near the break. All relevant features to the complaint (raw material, beam thickness and beam width) conformed to product specifications. A review of the device history record revealed no complaint related anomalies.

Event description:
Prior to a mandible resection for osteonecrosis procedure, the surgeon bent one plate and it broke. A second plate was obtained but it also broke while bending prior to implanting in patient. Both plates broke while using the last hole bender on the combination bender. Surgeon felt both plates were more brittle than usual. A third plate was obtained and was bent and implanted with no further problem, no harm to patient. Procedure was prolonged approximately 40 minutes. This is 2 of 2 reports for the same event.